Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During left ventricular (lv) lead revision the right ventricular (rv) lead was dislodged. The screw of the rv lead did not retract . The rv lead was explanted and replaced.